Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibit closure separation while on the automated instrument leaving the stopper in the tube. There was no health impact or consequences report.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 29 retained samples from each lot number were tested for functional tests related to stopper shield separation and were found to be within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibit closure separation while on the automated instrument leaving the stopper in the tube. There was no health impact or consequences reported.